Event description:
It was reported that; a cobalt chromium rod broke during bending while intraoperatively. The rod was being bent for a pediatric deformity case (scoli case). 5 to 10 minutes delay to bend a new rod.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified. The returned rod was confirmed to have fractured at the laser marking dot. The device was sent for a material analysis and it was determined that the device fractured through ductile overload at the laser mark. Conclusion: the ultimate cause of the fracture is unknown, but likely dependent on site specific loading conditions as well as the severity of the bending angle and the orientation of the laser marking relative to the bending direction.

Event description:
It was reported that; a cobalt chromium rod broke during bending while intraoperatively. The rod was being bent for a pediatric deformity case (scoli case). 5 to 10 minutes delay to bend a new rod